Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the epg (external pulse generator) failed incoming functional testing. The main printed circuit board was realigned, testing re-ran, with all tests passing. It was further noted the shorting bar and lower case were contaminated, upper case broke, output connector assembly pinched between the case halves (pinched wire), and one recovered stuck enter button entering rap (rapid atrial pacing). (B)(4).

Event description:
The epg (external pulse generator) was returned to the manufacturer for a field corrective action upgrade. It was analyzed and tested out of specification. There was no patient involvement.